Manufacturer narrative:
(B)(4).

Event description:
It was reported that left hip revision surgery was performed due to heterotopic bone formation. Only the r3 cocr liner, hemi head and modular sleeve were revised.

Event description:
It was reported that revision surgery had been scheduled due to metallosis.